Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated that the display of a coaguchek xs meter (serial number unknown) malfunctioned on approximately 7-jul-2020. The specific date of the event could not be provided. The reporter believes the results field of the display was displaying only partially. There is possibility that results could be misinterpreted.